Event description:
It was reported that the ortholock ex-pin 3x110 broke during insertion into the tibia during the course of a total knee procedure. The broken fragment remains in the patient. This was the first time use of this pin, and was one of two pins used during the procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the ortholock ex-pin 3x110 broke during insertion into the tibia during the course of a total knee procedure. This was the first time use of this pin, and was one of two pins used during the procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. Attempts to obtain more information are still being made.

Event description:
It was reported that the ortholock ex-pin 3x110 broke during insertion into the tibia during the course of a total knee procedure. The broken fragment remains in the patient. This was the first time use of this pin, and was one of two pins used during the procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
The device was discarded by the user facility. Therefore, the device will not be returned and no device evaluation will be performed.

Manufacturer narrative:
It was reported that a fragment of the broken pin remains in the patient.